Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for high svc (superior vena cava) coil impedance was triggered for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.